Event description:
It was reported that a catheter kink/occlusion, location not specified, was determined as the hcp was unable to aspirate fluid. The patient experienced increased spasticity. The pump contained baclofen 2000 mcg/ml at a daily dose of 2247 mcg/day. The pump and catheter were explanted and replaced. The patient recovered without sequela. See also manufacturer's report #: 6000030200501750.